Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment). Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, no information received. As received, the implant coil was found detach from the pushwire and missing. The pushwire was found bent at the proximal end. The axium pushwire was found broken with the release wire extending out. The distal end of the pushwire was not returned. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation and reported information, we were unable to determine the cause of implant coil detach from the pushwire. There was not reported any damages to the axium coil during the event from the customer. It is possible that the axium coil damages occurred during shipping back to medtronic for evaluation. Additionally, it is possible that the distal end of the pushwire and the implant coil became lost during processing or shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Related mdrs for this event: 2029214-2018-00478, 2029214-2018-00479. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a left vertebral artery aneurysm, this coil felt resistance in the middle part of the catheter. It was reported that one coil was passed smoothly before these coils. The rest of the coils from different models were passed safely. No patient injury was reported. Evaluation of the returned device found that the implant coil was found detached from the pushwire and missing.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. The distal end of the pushwire (including the implant coil) was not returned; therefore, any contributing factors from the distal end of the pushwire could not be assessed. It is possible that the bends and the break in the pushwire may have occurred during the customer¿s attempt to push the axium coil through, or to pull the axium coil back from the microcatheter against the reported resistance. It is possible that the distal tip of the pushwire and the implant coil became lost during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Based on the device returned condition, follow up attempted and additional information received that the customer notice that the im plant coil was separated from the pushwire during withdrawal from the catheter.